Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a blank display. The ventilator was not in use on a patient at the time of the reported e vent. The service engineer (se) inspected the device and verified the reported issue. The se replaced the graphical user interface (gui) central processing unit (cpu) and updated backlight inverter printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.